Manufacturer narrative:
The device with the lens was returned in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been advanced to the nozzle entry area and has underrode the lens. The lens was located on top of the plunger in the loading area. The plunger tip has extended the leading haptic by contact with the distal haptic tip. No damage was observed to the device. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. A plunger underride was observed. The plunger underride was most likely interpreted as the reported complaint. The plunger tip contacted the leading haptic distal tip, extending the haptic into a straightened position. The lens was still in the loading area. Plunger underride may occur: due to rapid advancement faster than the instructions for use (IFU) recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Clarification was provided that the complaint was sent to company by a distributor. Upon reaching out, the distributor was unable to provided any additional details as they could not establish contact with the initial reporter. Since no contact details were provided for the reporter, it was not possible to reach out for follow up. File will be reopened and updated if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Physician reported during intraocular lens (iol) implant procedure with a description of when injecting the lens into the eye, the angle was distorted, the lens was not used. Additional information has been requested.